Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 7072553.

Event description:
It was reported that the patient was bleeding at the incision site after the spinal cord stimulator (scs) system was implanted. The patient was kept overnight to be monitored and the issue persisted. The patient underwent an explant procedure and the bleeding had stopped. All device components were removed and discarded. No device malfunction suspected.